Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode was attempted at implant, however not used due to electrode damage. A new electrode was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the clinical observation. The distal end of the shocking coil was noted to be flattened, likely due to being grabbed with some type of tool. No further testing was performed.

Event description:
It was reported that this electrode was attempted at implant, however not used due to electrode damage. A new electrode was successfully implanted. No adverse patient effects were reported.